Manufacturer narrative:
Final analysis found that the pulse generator was in back-up due to power on reset. The reason for this condition could not be determined due to the scenario could not be reproduced.

Event description:
It was reported that the pulse generation exhibited backup vvi operation. After a software download, normal function resumed. The device remained implanted.

Event description:
New information notes the device was explanted on (B)(6) 2013 and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.